Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what measures were taken to retrieve the broken piece? X-ray, the surgeon was able to grasp the pieces and remove them, a magnet was attempted unsuccessfully. Was there any additional tissue damage as a result of searching for the needle piece? No. Were x-rays taken to locate the needle pieces? Yes. At what location was the needle found? Surgical site; needle broke during closing. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Needle was removed during the case. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located? No. If retained, what is the surgeon's opinion of consequences to the patient? N/a. What in the physicians opinion are the factors contributing to the event? Na. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent a periop procedure on (B)(6) 2018, and suture was used. During the procedure, the needle was broken in two pieces. The surgeon was able to remove the pieces before the end of the case. There were no patient consequences reported. Additional information has been requested.